Event description:
It was reported that a caller experienced a cartridge alarm 30 during the insulin pump's load process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was educated on proper cartridge removal timing during the load process and acknowledged understanding. Continuous cartridge alarms were noted in the pump history, leading to the decision by technical support to replace the malfunctioning pump. The customer was provided instructions on storage mode and informed about the process for returning the problematic pump. A refurbished replacement pump was sent, and the customer agreed to use mdi therapy in the interim.